Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is not open but, it is outside the basket sheath. The collet knob is tight and secure. The male lure lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The basket sheath was found to have two kinks, one at 2 cm from the distal tip and again 2.5 cm from the distal tip. The distal cannula is missing. The wires have pulled loose. The handle moves the basket assembly. The basket sheath and the support sheath are still adhered. The complaint is confirmed. The device history record was reviewed and noted there were two non-conformances noted. The non-conformances are not related to the reported failure mode. A review of complaint history revealed this complaint is the only one associated with lot number 7512707. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause could not be established. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during testing and prior to patient contact, three (3) ngage nitinol stone extractor's failed to open. A fourth device was used to complete the ureteroscopy procedure. There were no adverse consequences to the patient due to this occurrence.